Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had to recharge three hours a day. It was inquired if this was considered normal. The ins was programmed at the following parameters: -6+7+11-12+13+, 500 usec, and 60 hz, and 3.6 v. The impedances were +/- 900 ohms and the typical coupling was eight bars. The manufacturer representative recommended to switch to 450 usec and 50 hz. The estimated recharge interval with the provided settings was 14 days from full to empty; recharging every day for three hours should not be necessary. The device data and the recharger statistics was to be obtained by the nurse.